Event description:
The customer obtained a non- reproducible, higher than expected, vitros trop I es result (1.19 vs. Expected result <0.012) from a single patient sample processed on the vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer repeat tested the affected sample due to customer policy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample while using the vitros eciq system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument related or a reagent related issue contributed to the event.